Event description:
As initially reported to customer relations: dr using product and product fell apart while down the scope and using to retrieve a sample. 4.0 rpn prefix echo 4.1 for all complaints, ask: are images of the device or procedure available? N/a, yes, no if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no please specify if yes. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no if the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no if no, please specify where the damage is located: was gaining access to the target site difficult? N/a, yes, no was the device used in a tortuous position? N/a, yes, no was puncture of the target site difficult? N/a, yes, no please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. Please describe the size of the intended target site. If not with the device in question, how was the procedure performed and/or finished? Was the device damaged in packaging prior to removal? N/a, yes, no was the device damaged on removal from packaging? N/a, yes, no was force required to remove the device? N/a, yes, no did the patient require any additional procedures as a result of this event? N/a, yes, no what intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, yes, no if yes, please specify what was observed and where on the device it was observed. What is the scope manufacturer and model number that was used? Was resistance felt while inserting the device through the scope? N/a, yes, no was the scope recently serviced / repaired? N/a, yes, no when was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Was the syringe used during the procedure, after the stylet was removed? N/a, yes, no was difficulty experienced while retracting the needle? N/a, yes, no was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no was the endoscope in a flexed or twisted position at any time during the procedure? N/a, yes, no was the stylet partially removed when advancing the needle into the target site? N/a, yes, no how many samples were obtained (passes completed) with this needle? Did any section of the device detach inside the patient? N/a, yes, no if yes, please specify: was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no when the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no if an ebus procedure did the needle tip hit the cartilage rings of the trachea?

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation as the complaint no longer meets the description of a reportable incident. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
PMA/510(k) # k210476. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ no reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a physical examination and document-based investigation was conducted. In additional information customer states that images will be provided, but no images were attached. Manufacturing records. Prior to distribution, all echo-hd-25-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-25-c of lot number c2064284 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data. The review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label. The notes section of the instructions for use, ifu0077 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review. An image was not returned for evaluation. Root cause analysis. A definitive root cause could not be determined from the available information. The root cause is unknown as no device was returned to confirm a material issue. After several attempts to confirm if the device was returning or not, we received no information. A possible root cause could be attributed to the device potentially getting damaged as a result attaching/detaching and in turn leading to the needle handle breakage. It is stated in additional information that there was a difficulty in attaching or detaching the device to the accessory channel port on the scope? ¿yes-- this when the handle broke upon the removal of needle to retrieve the specimen ¿. It is also possible that the needle hit or passed hard cartilage leading to the distal end of the needle getting stuck while retrieving the sample which may have required movements that compromised seal between the handle shaft to handle shaft stop causing the handle separation. Summary: complaint is confirmed based on visual and/or functional inspection. No patient outcome information was shared. Complaints of this nature will continue to be monitored for similar events.